Manufacturer narrative:
Device is a combination product. A 24 x 3.00mm promus select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from rows 5 to 9 (counting from proximal to distal end) were lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. A 24 x 3.00mm promus premier select stent was being used but the stent struts were noted to be deformed at the proximal end of the stent. The stent was removed and replaced with another stent.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. A 24 x 3.00mm promus premier select stent was being used but the stent struts were noted to be deformed at the proximal end of the stent. The stent was removed and replaced with another stent.